Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin and had received a low insulin alert. The customer's blood glucose level was 398 mg/dl and the customer delivered a bolus with the pump to address bg level. Reportedly, the customer stated that the cause of the elevated bg level was due to consuming food. The customer reload the cartridge and received an accurate fill estimate.